Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving weak signals alert on his insulin pump. The customer also reported being hospitalized for his hypoglycemia. Blood glucose at the time of admission was 47 mg/dl. No additional information provided.